Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was admitted to the hospital for the peritonitis and was hospitalized for approximately one week. Treatment for the event was unknown. On an unreported date, the patient was recovered from the peritonitis. On an unreported date, the patient¿s pd catheter was removed and the patient was transferred to hemodialysis. It was reported the patient will return to peritoneal dialysis in three to four months (date unspecified). No additional information is available.